Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that at a pre-operative check, a lead warning for the ventricular lead was noted. The lead had high impedance and oversensing which triggered pacing failure. The lead polarity had been changed to unipolar previously. The lead had a possible fracture and was capped and replaced. The atrial lead also had a suspected fracture. The atrial lead remains in use and the device mode was set to vvi. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.